Manufacturer narrative:
Added (B)(6) 2018: additional requests were made to the initial reporter by e-mail on (B)(6) 2017 as well as (B)(6) 2018. No responses have been received to date. A review of past service history records: the unit had been returned once prior, however, at that time, the device was confirmed as "testing within specifications". A review of the device history records: the DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint is now deemed closed.

Manufacturer narrative:
Investigation completed and approved 10/25/2017: method: returned device evaluated cam02 serial (B)(4) returned to (B)(4) service center for failure analysis. Reason for return: monitor has error message- sensor board failure the monitor was evaluated on (B)(6) for reported failure. The reported failure ws confirmed. The monitored displayed sensor board failure due to faulty sensor board replaced sensor board, performed functional test and monitor passed all functional tests. A corrective action for eprom failures was implemented through CAPA (B)(4). The cam02 monitor complaint for this compliant ws verified as pre CAPA implementation during the initial complaint evaluation. Based on the compliant evaluation performed by the service centre and the corrective actions identified during the CAPA review further investigation is not deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Customer stated that the monitor had an error message - "sensor board failure". Unknown if malfunction occurred prior to or during procedure. Additional information has been requested.